Event description:
The following was reported: the plan was to convert a primary anatomic shoulder to a reverse anatomic shoulder. While attempting to disengage adapter from implanted humeral stem, both components came out together. We attempted to disrupt the morris taper by striking the humeral component on the indent on the proximal lateral side of humeral stem and then attached extraction claw and slap hammer. The plan was to leave humeral implant in place but both pieces came out together. We then cemented in a different humeral implant.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).